Event description:
It was reported that after placing competitor's lens in the mtc-60cfp cartridge, the plunger was advanced and the trailing haptics were torn off prior to incision into the eye. No patient incident reported. The reporter indicated the incident was caused by the cartridge.

Manufacturer narrative:
Evaluation: a lot order search was performed on the cartridge, injector and foam tip plunger. There were four similar complaints found for the cartridge, eleven similar complaints found for the injector and one similar complaint was found for the foam tip plunger.